Event description:
The customer reported obtaining no differential or red blood cell (rbc) results from the lh 500 hematology analyzer. The customer stated that the instrument also generated platelet (plt) background failure at the time of the event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. The customer requested for service to evaluate the instrument.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered faulty pinch valves pv21 and pv22 causing the vacuum trap to fill half way. Pinch valve pv21 opens a path from needle bellows to waste, while pinch valve pv22 provides a rinse path from the needle to vacuum chamber vc4. The fse proceeded to replace the actuators at pinch valve pv21 and pv22 to resolve the issues. (B)(4).